Event description:
It was reported that pump displayed malfunction alarm code that did not follow any notable prior events. There was no adverse impact to the customer's blood glucose level. Technical support provided reset instructions, assisted customer with resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction alarm appeared again, which customer acknowledged and understood.